Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately seven months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A cosmetic depression was noted in the outer insulation on the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): cosmetic environmental stress cracking and a breach cut were noted on the outer insulation. A cosmetic depression was noted in the outer insulation on the connector. It was further noted that there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.